Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm portico valve was chosen for implant using a large flexnav delivery system. A pre-dilatation with a balloon aortic valvuloplasty (bav) was performed. The annular diameter was measured to be 24.7mm and the perimeter was measured as 77.6mm. The implanted depth at deployment was 4-5mm at the left coronary cusp (lcc) and 2mm at the non-coronary cusp (ncc). No deployment or retraction issues were reported when implanting the first valve, however the valve was released too deep at 13-14mm. Aortic insufficiency/paravalvular leak grade ii was noted, and heart block occurred after the valve was placed. The valve was snared and a 29mm valve was successfully implanted using a large flexnav delivery system in a valve in valve procedure. The second valve implant did not improve nor worsen the heart block. No post-implant bav was required. No leak was observed post valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. After the procedure, a pacemaker was implanted. The patient was reported as stable.

Manufacturer narrative:
An event of aortic insufficiency/paravalvular leak grade ii, and heart block occurred after placing the valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)." And "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."